Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check and exhibited premature battery depletion (pbd). Patient is noted to be not pacing dependent. The pacemaker is to be replaced as soon as possible. This device currently remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Good faith effort attempts were made to know the status of the device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check and exhibited premature battery depletion (pbd). Patient is noted to be not pacing dependent. The pacemaker is to be replaced as soon as possible. This device currently remains in service and no adverse patient effects were reported.